Manufacturer narrative:
Follow-up # 1 date of submission 05/06/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings:the data from the black box history for the date of the complaint was overwritten due to continued use. No loss of primes occurred during investigation. The force sensor calibration reading was found to be within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting at least two loss of prime alarms per day over the last month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.